Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that all the chemistries on the modular chemistries (mc) side of the unicel dxc 800 synchron system failed calibration after performing weekly maintenance. Customer reported that they noticed the mc sample collar washer was not aspirating the fluid away, and during calibration, leaking fluid from the collar washer and dribbled across the mc cup area. Customer reported that the fluid leak was contained inside the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a clot / occlusion in the modular chemistry probe vacuum valve. The fse removed, cleaned and reinstalled the valve.